Event description:
It was reported that "the rollator right front triangular knob came off the rollator and is lost".

Manufacturer narrative:
It was reported that "the rollator right front triangular knob came off the rollator and is lost. Stated that an available knob does stay in place on the side that is missing. Stated she was walking outside to a restaurant when the knob and wheel fell off." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.